Event description:
Consumer complaint of lo blood results. Expected fasting blood glucose test result range is 132 to 158 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Verified storage of product is within instructed specification since they are kept in dining room. Test strip lot MFR's expiration date is 07/31/2016 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: lo; lo; lo; 82mg/dl, (B)(6) 2015, 11:13pm; lo. Adverse event not reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction strip issue. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of lo blood results. Expected fasting blood glucose test result range is 132 to 158 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Verified storage of product is within instructed specification since they are kept in dining room. Test strip lot manufacturer's expiration date is 07/31/2016 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1:lo 2:lo 3:lo 4:82mg/dl (B)(6) 2015 11:13pm 5:lo adverse event not reported.